Event description:
A report was received that a patient had an infection. The symptoms included skin redness and feeling heat at the pocket site. The patient was given IV antibiotics. The physician believes that the infection is related to the procedure but also to the patient's hygiene. The patient is reportedly doing well.

Event description:
A report was received that a patient had an infection. The symptoms included skin redness and feeling heat at the pocket site. The patient was given IV antibiotics. The physician believes that the infection is related to the procedure, but also to the patient's hygiene. The patient is reportedly doing well.

Event description:
A report was received that a patient had an infection. The symptoms included skin redness and feeling heat at the pocket site. The patient was given IV antibiotics. The physician believes that the infection is related to the procedure but also to the patient's hygiene. The patient is reportedly doing well.

Manufacturer narrative:
Additional information received indicated that the patient underwent additional laboratory testing in which the results came back normal.

Manufacturer narrative:
Additional information was received that the patient's symptoms were local pruritus, erythema and swelling at the ipg site. Also purulent discharge was noted to be coming through the suture site. Cleaning of the wound and collecting cultures without removing the prosthetic material was performed. The patient was treated with IV and oral antibiotics.

Manufacturer narrative:
Device is part of a clinical trial that is being conducted outside the united states. This trial is being conducted to assess safety and efficacy of chronic vagal nerve stimulation in heart failure patients. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that a patient had an infection. The symptoms included skin redness and feeling heat at the pocket site. The patient was given IV antibiotics. The physician believes that the infection is related to the procedure but also to the patient's hygiene. The patient is reportedly doing well.

Manufacturer narrative:
Additional information received indicated that the patient's white blood cell count was elevated. During a follow up visit the patient's white blood cell count returned to normal. The patient's infection was believed to be related to the device and procedure.